Manufacturer narrative:
(B)(4). Results, conclusion: stent deformation. Stent damage is most likely procedural related.

Event description:
It was reported that an endeavor resolute drug-eluting stent was been used to treat a lesion in the lad. The lesion was reported to be stenosed. The lesion was predilated but the device was unable to cross the lesion. On removal damage to the stent was noticed. The device was inspected prior to use with no issues noted. There were no clinical sequelae reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
(B)(4). Results: difficult to position. Results: difficult to position.

Event description:
Device evaluation: the distal tip was flared. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. There was no deformation visible to the stent on the returned device

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.